Event description:
An adc meter reading of 256, 102, 271, 282 mg/dl and 269 mg/dl completed within 10 minutes on one adc meter. Tests was performed on the finger. There was no report of death, serious injury of mistreatment associated with this event.